Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller had not previously reported or reset the pump for this issue, so technical support provided information on resetting the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support again if any malfunction codes appear. The caller understood and acknowledged the instructions.